Manufacturer narrative:
Philips service replaced the disk and reinstalled the software. It was identified that further service activities were required. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that a disk failure affected image transfer on a integris allura 9c integris allura 9f. The clinical use of the system was in use. There was no reported patient or user harm.